Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged on a medical regiment of aspirin and plavix. 2 months post procedure the physician noted that there was a non-mobile device related thrombus on the ridge side of the device. The physician changed the medical regiment of the patient to eliquis following this event.